Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level and a low bg level. Bg values were not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.